Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure. During the procedure, the physician was unable to advance the guidewire past the proximal end of the left ventricular (lv) lead. The lv lead was not used and replaced. No patient consequences were reported.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. A complete lead was returned in one piece. Visual and x-ray examinations noted the inner coil was stretched/ offset at the s-curve region. Unable to perform the guidewire insertion/ removal test due to the damaged inner coil as received consistent with procedural damage. The cause of the reported event was due to the damaged inner coil consistent with procedural damage.